Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the rpt. On 11/7/97, datascope received the following info: the iab was inserted into the pt on 10/1/97 with difficulty. On 10/3/97 after iabp for 48 hrs, blood was noted in the catheter and the iab was removed. When the iab was removed, the iab was full of blood. There were no complications from the event. The pt went to expire on 10/4/97. Event complications: unk - rpt'd 10/9/97; none - rpt'd 11/7/97. Pt current status: expired - rpt'd 11/7/97.